Manufacturer narrative:
(B) (4).

Event description:
Procedure type: hernia. Pt gender: unk. According to the reporter: the balloon closest to the handle popped while inside pt after being used for 30 minutes. Scrub put her finger over the insertion site to stop gas leak. No pt injury was reported.